Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not find any broken, frayed and/or loose cable upon inspection under magnification. Failure analysis also found the instrument's main tube was broken at the connection with the proximal clevis, and as a result of the damage, the distal clevis was found dislodged from the main tube. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after the reprocessing of a da vinci surgical instrument, the staff reportedly observed frayed cables on the megasuturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.